Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension/retraction difficulty. When the lead was first placed, the position was not optimal. The physician tried repositioning the lead, but the helix mechanism could not be retracted with use of the fixation tool (turning counterclockwise). The physician tried turning the entire body of the lead in an attempt to retract the helix mechanism, but this was unsuccessful. An x-ray was taken and it was observed that the helix was unwound from the lead and was straightened. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead experienced helix extension/retraction difficulty. When the lead was first placed, the position was not optimal. The physician tried repositioning the lead, but the helix mechanism could not be retracted with use of the fixation tool (turning counterclockwise). The physician tried turning the entire body of the lead in an attempt to retract the helix mechanism, but this was unsuccessful. An x-ray was taken, and it was observed that the helix was unwound from the lead and was straightened. Lead conductor fracture was suspected. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of lead conductor fracture. The helix difficulty allegation was confirmed based on the helix being deformed (stretched out).